Event description:
A portion of the ceramic tip was broken off during use. Fragment was retrieved from the joint at the time of the event. Situation did not result in any patient injury. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.